Event description:
During a six mo f/u, with the pt, it was noted that he stopped taking clopidogrel in 2007; however, he re-commenced it on the following month. Dyspnea (grade 1) was documented and an exercise stress echocardiography was done in 2008; positive for ischemia (inferior). Diffused in-stent restenosis was noted with a break in the cypher stent. On the following month, angioplasty was done, with a 3.0 x 23 mm cypher select plus stent, to treat the restenosis and the break in the stent. The pt was initially enrolled in the study in 2007 with 2-vessel disease. The main indication for the intervention was stable angina pectoris. The lesion treated was in the mid right coronary artery. The lesion had 95% stenosis and was de novo, irregular and concentric. The lesion was 28 mm in length and the vessel was 3 mm in diameter. A 3.0 x 33 mm cypher select plus stent was electively implanted at 12 atm. The pt's baseline medications included aspirin, statins, ace inhibitors and beta-blockers. The pt's intra procedure medications included heparin. The pt's post-procedure medications included aspirin, clopidogrel, statins, ace inhibitors and beta-blockers.

Manufacturer narrative:
This cypher select plus sirolimus-eluting coronary stent is distributed outside of the untied states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Add'l info will be submitted upon 30 days of receipt.